Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the waste lines, cleaned waste canister and flushed with bleach.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a fluid leak on the floor. Customer found the wash station waste lines clogged to waste canister had caused the leak. No injury was reported.